Event description:
As reported by alterra clinical study, approximately 5 years post transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, retrospective CT report review showed 3 fractures identified at the alterra inflow, rung 1 with pannus at the inflow. The alterra was constrained at inflow with 6 stent apices penetrating into the rvot and 9 stent apices penetrating mpa wall. There was 1 outflow apex observed to be penetrating into the aortic wall, but not into the lumen, unchanged to prior.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: 3 fractures identified at the alterra inflow, rung 1 with pannus at the inflow, 6 stent apices penetrating into the rvot, 9 stent apices penetrating the main pulmonary artery wall and 1 outflow apex observed to be penetrating into the aortic wall, which results in penetration level of category 2 for outflow apices. The deepest stent penetration/protrusion noted with the length of penetration of 4.240 mm. A product risk assessment and CAPA was previously initiated to assess the risks associated with the device penetration and strut fracture. In this case, the reported event of strut fracture, device penetration, and pannus was confirmed based on imagery provided and a CT reading performed by corelab. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. Additionally, per the technical summary, the alterra present is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent other risks (e.g. Prestent migration). While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics, prestent design (outward flared/pointed apices as well as chronic outward force)) may have contributed to the complaint event.